Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead reportedly arrested and remains hospitalized in a coma. There is concern that this ventricular lead dislodged and ventricular fibrillation may have been undersensed.